Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded front section of the glenosphere holder - piston is indeed completely broken off. The broken surface is smooth and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. Some marks of corrosion can only be noticed on the second device. Hammer marks on the striking surface are clearly visible but as expected. A review of the device history for the reported lot did not indicate any abnormalities. However, due to multiple impactor breakages, a non-conformity has been raised for further investigation of the multiple events. No further action required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, left reverse shoulder. It was reported that while inserting the glenosphere, the threaded portion of the glenosphere inserter broke off in the implant. The threaded portion was retrieved, and a second inserter was used. The threaded portion of the second inserter also broke off in the implant. The threaded portion was again retrieved, and the humeral head impactor was used to ensure the glenosphere was properly seated. Surgery was completed successfully with a delay of approximately 7 minutes. The devices are allegedly available for return, and the rep confirmed that no further information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left reverse shoulder. It was reported that while inserting the glenosphere, the threaded portion of the glenosphere inserter broke off in the implant. The threaded portion was retrieved, and a second inserter was used. The threaded portion of the second inserter also broke off in the implant. The threaded portion was again retrieved, and the humeral head impactor was used to ensure the glenosphere was properly seated. Surgery was completed successfully with a delay of approximately 7 minutes. The devices are allegedly available for return, and the rep confirmed that no further information is available.